Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery due to progressive anterior tibial subsidence as well as posterior talar lucency consistent with subchondral cyst formation due to abnormal ankle joint mechanics/pressures.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Upon assessment of available CT scans medical expert opined that in the provided CT scans the device components look intact. Subsidence of tibial component can be clearly observed, but no definitive loosening can be seen. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure, a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g., clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery due to progressive anterior tibial subsidence as well as posterior talar lucency consistent with subchondral cyst formation due to abnormal ankle joint mechanics/pressures.